Event description:
It was reported that the ats 3000 doesn't follow the parameter fixed. It doesn't record the parameter. Additional clinical follow up with the customer indicated that the reported issue occurred at hospital during testing and there was no patient involvement or impact to a surgical procedure. The device was unable to maintain the set pressure during testing.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 02/15/2010 and has no repair history at zimmer surgical. Evaluation of the device observed that the device functioned properly and was within all functional specifications prior to repair; however, it was noted that the front housing was damaged and the battery was greater than one year old. Unable to determine a cause of the reported complaint; however, lack of preventative maintenance by the user likely was the cause for the battery being greater than one year old, as well as for the damage to the housing. The device was serviced and returned to the customer.